Event description:
The fiber became blocked at the junction of two stents that had just been deployed in a pt with a heavily calcified artery. Angiographic images showed the blockage was in a mesh stent, at the proximal portion of the monorail section of the fiber. Surgery was performed to remove the fiber and the pt was reported to be stable.

Manufacturer narrative:
The results of our investigation are inconclusive since no device was returned to sjm for analysis. A review of the device history record confirmed all mfg processes were completed and the device was mfg in accordance with sjm specifications. The cause of the fiber being caught at the junctin of the two stents remains unk; however, info indicated the stent became stuck during the second pullback and the stent struts were not flushed in the calcified artery.